Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode with high voltage therapy disabled due to receiving a magnetic resonance imaging (MRI) scan without placing the ICD in MRI mode. The ICD was successfully restored. The patient condition was unknown.